Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2005, the patient presented with chest pain shortness of breath, nausea, vomiting, diaphoresis, and radiating pain down left arm and jaw. A myocardial infarction, treated with tnk at another facility. Angiography revealed an 80% stenosis left anterior descending (lad) artery. The lesion was not predilated. A 3.5x16mm taxus express2 stent was implanted, inflated to 18atm. The proximal portion of the stent was dilated with a 4.0x12mm maverick balloon. The stent overlapped the 1st and 2nd diagonal artery. There was no residual stenosis. Medications given included: heparin and nitroglycerin. In (B)(6) 2010, the patient presented with chest discomfort. Non-st elevated myocardial infarction with evidence of in-stent thrombosis of the lad was identified. Balloon dilation was performed using a 3.0x15 maverick balloon. The stent was widely patent with no residual stenosis. Patient tolerated the procedure without complications. The patient was discharged two days post the intervention.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).